Manufacturer narrative:
The customer declined any ge healthcare service since no device malfunction was alleged. The hospital biomed performed a full checkout of the device with passing results. The full thickness burn injury bilateral to the posterior thighs was likely caused by the intentional misuse of exposing the infant to increased heat by holding it close to the radiant heater. The bilateral partial thickness genital and full thickness buttocks burn injury also was likely due to the intentional misuse of exposing the infant to increased heat by holding it close to the radiant heater, but was also likely exacerbated by the severe skin excoriation. The root cause was abnormal use of the device. There was no malfunction. Primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements.

Event description:
The hospital reported a patient received burns in which a giraffe warmer in manual mode was involved. Reportedly, the patient was lifted from the bed and held up toward the warmer heater head. The end user did not provide information on severity of the patient burns. The hospital biomed performed a checkout of the unit and did not identify any problems. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare has investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226 h3 other text : device evaluation anticipated, but not yet begun.